Event description:
The user is requesting a review of the waveform from a patient use event to determine why the device did not advise a shock. The patient survived.

Manufacturer narrative:
Updated type of reported complaint to product problem. Updated box a selections to confirm patient involvement.

Manufacturer narrative:
Updated type of reported complaint to serious injury. Updated box a selections to confirm patient involvement.